Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device is not reportable as it was not involved in the event and did not malfunction. The initial report was forwarded in error and should be voided

Manufacturer narrative:
(B)(4). Multiple MDR reports have been filed for this event. Please see reports: 0001825034 - 2017 - 06951, 0001825034 - 2017 - 06952, 0001825034 - 2017 - 06953, 0001825034 - 2017 - 06955. Concomitant product(s):- p/n 110017105 acetabular cup l/n 6056745. P/n 010000858 acetabular liner l/n 6069845. P/n 11-363661 femoral head l/n 382150. P/n 51-106150 tprlc 133 mp type1 pps so 15.0 l/n 6012786. The devices were not returned for evaluation. No further information has been made available. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports have been filed for this event. Please see reports: 0001825034 - 2017 - 06951, 0001825034 - 2017 - 06952, 0001825034 - 2017 - 06953, 0001825034 - 2017 - 06955. Not returned to manufacturer.

Event description:
It was reported that the patient's left hip was revised approximately one month post-implantation due to unknown reasons.